Event description:
Medtronic received info that shortly after delivering 4:1 blood cardioplegia (300 to 400cc per dose), this pt experienced brief hypotension from 75 to 30mmhg. It was noted the response was more profound with repeat doses of cardioplegia, rather than the initial dose. The perfusionist indicated that they had observed the hypotension intermittently two months in 2008; however, attributed it to anesthesia. The pt's concomitant medications and allergies were not provided. It was unk whether systemic intravenous heparin or subcutaneous heparin was administered during, or in proximity to, the use of this trillium coated oxygenator. Add'l info received noted the perfusionists at this facility have observed the hypotension with several pts. It was noted that the hypotension was not observed while using another MFR's product. In all cases, the pt's were treated with neosynephrine, resolving the issue. There were no adverse pt effects reported and attempts to obtain add'l info related to the other cases have been unsuccessful. The oxygenator was not returned for analysis.

Manufacturer narrative:
Device history record reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: other = cause of event cannot be determined. Conclusion: on april 8, 2008, medtronic was notified by FDA that a contaminant had been discovered in recently-manufactured heparin. Medtronic mfrs several perfusion products that are coated with chemicals containing heparin, many of which are used to make a bypass and/or ECMO circuit. It is difficult to estimate the total quantity of heparin contained in this particular circuit, for this particular case, however we would expect to see approx 0.73 mg of heparin in a trillium coated oxygenator, the surface area of which accounts for 2.72 square meters of an estimated 3.32 square meters in a typical bypass circuit. Upon receipt of this event and as a part of our investigation, medtronic did detect the contaminant in the heparin sodium active pharmaceutical ingredient used to coat this product lot when it conducted its testing in accordance with recommendations contained in FDA's april 8, 2008 notification. We have not had sufficient opportunity since receiving notice on 5/16/2008 to determine whether the device, the heparin contained on the device, or the contaminant we identified in the heparin could have caused or contributed to this event. We are nevertheless submitting the 5-day report as requested by FDA.